Manufacturer narrative:
A field service engineer (fse) performed an on-site inspection and found that the two screws of the mounting plate securing the xenon power supply illumination unit to the s100 floor stand were broken. The fse repaired the holding mecahnism and put the microscope back into service.

Event description:
The health care professional reported the following: when switching off the opmi pico microscope on an s100 floor stand after finishing the oral procedure, the nurse noticed that the lamp housing was loose and only hanging on one screw. Then, the lamp housing came completely loose and the nurse was able to catch the lamp housing. The part did not fall on the floor nor hit anyone. The procedure had already been completed and no patient was involved. No one was injured due to this incident.